Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log files. Data from the reported event date of 22dec2025 in the submitted controller event log file was reviewed. On 22dec2025 at 04:29:15 while connected to the power module, the controller internal fault alarm activated due to a boost ov fault. The pump voltages were recorded to slightly drop (14.69v) at the time of the fault¿s activation. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis and was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having a "controller fault" alarm. When connecting to the power module, an advisory pop-up message appeared that stated, "replace system controller". Log files were submitted to tech services for review. Log file review appeared to capture a controller internal fault alarm that began on (B)(6) 2025 @0429. The customer/patient was instructed to replace the controller. Log file review also appeared to capture the patient sleeping on battery power. The patient's controller was exchanged as instructed.